Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device - 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has continued to experience an increased in pump power and elevated flow readings since late (B)(6) 2016 (date not specified). Additionally, the patient has developed heart failure symptoms of swelling in the lower leg. The lactate dehydrogenase (ldh) values were normal. An echocardiogram found inadequate unloading of the left ventricle but no evidence of thrombus was observed. The submitted system controller log file analyzed by the manufacturer's technical support member showed an upward trend in the recorded pump power and estimated flow values. It was reported that no treatment was initiated at the time. No additional information was received.

Manufacturer narrative:
The report of elevation in pump power and estimated flow values was confirmed based on the evaluation of the submitted log file; however, a root cause for the reported event could not be conclusively determined. The patient remains ongoing on pump support and no further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical representative on 04/05/2016 indicated that the patient did not have compromised right heart function.